Manufacturer narrative:
Investigation results: a flexiva 200 tractip laser fiber was returned in one piece. The fiber measured approximately 317.1 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it indicating that the fiber is broken within the connector. The condition of the returned device confirms that the fiber was broken within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy and laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 100 watt console. According to the complainant, during procedure, there was no aiming beam coming out from the laser fiber after it was connected to the laser unit. The laser unit was shut off and restarted but still there was no aiming beam. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber connector fractured.